Event description:
It was reported that patient underwent an total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the revision, the acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, it states, "early or late postoperative infection and allergic reaction" (B)(6).